Manufacturer narrative:
Device is discarded. Therefore, device analysis is not available for analysis.

Event description:
Hcp has reported that a patient experienced sudden reduction in hearing. Currently the device relatedness of the incident has not been confirmed. A follow up is ongoing to collect further information about the incident. This is an initial report. Follow up reports will be submitted upon availability of further information.

Manufacturer narrative:
The hcp retested patient's hearing on the day of device's removal and nothing has changed in hearing. The patient was referred to ent, who diagnosed the patient with sudden sensorineural hearing loss. The patient was treated with 2 courses of prednisone and referred for MRI. The hcp does not relate this incident to the use of device. The patient has a history of otosclerosis and the ent thought that the hearing loss might be related to that. Currently, the patient is doing great, hearing improved in the affected ear and the patient is back to using lyric bilateraly. This is the final report.

Event description:
The hcp reported that a patient experienced sudden reduction in hearing.